Event description:
Pt's mother called pdc on (B)(6) 2013 to report medical intervention that occurred on (B)(6) 2013 around 4:30-5:00 pm. Caller said pt was unresponsive, sweating and clinching his teeth. A test on the prodigy meter gave a reading of 61 mg/dl, with a second test result of 59 mg/dl. Per caller, medics were called and arrived 3 minutes later. Their meter gave a reading of 30 mg/dl. Pt was given a glucose shot and an IV and was not transported to the hospital. Reading before medics left was said to be 100mg/dl. Prodigy sent replacement meter, ts and cs w/prepaid envelope and requested return of suspect product(s).